Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia event on (B)(6) 2025 due to infusion set fell off during use. The blood glucose level was high and the patient was treated with correction bolus via pump. No further information was available.